Event description:
This will be filed to report after the procedure, a small chordae rupture was noted. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr to 1-2. After the procedure, echocardiogram noted a small chordae rupture and mr remained the same. There was no treatment performed for the rupture. The clip remains stable on both leaflets and mr did not increase. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury could not be determined. Unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.